Event description:
The patient was outpatient, and there were no changes to their plan of care.

Manufacturer narrative:
Section b1 ¿ type of report: corrected section b2 - outcomes attributed to adverse: corrected section h1 - type of reportable event: corrected section d1 - brand name: corrected section d4 - primary unique device identification (UDI) number: corrected section d4 - catalog number: corrected manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. It was reported that the patient had variable pulsatility indexes (pi) and had fatigue. They also had a known mild outflow graft obstruction, about less than 10% occlusion. Review of the submitted log files revealed the pump appeared to function as intended at the set speed. No other notable events or alarms were captured. Per additional information, a computed tomography (CT) scan was repeated and it was confirmed that there was no change to the obstruction. The onset of occlusion was noted on a CT for a non-cardiac reason. The patient has not received any changes in their medication since occlusion was confirmed. The patient is an outpatient, and there are no changes to their plan of care. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided at this time. The relevant sections of the device history records for mlp-035727 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3 info unable to be provided due to hospital policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had extremely variable pulsatility indexes (pi) and had fatigue. They also have a known a mild outflow graft obstruction, about less than 10% occlusion. Log files captured persistent pi events and pt reporting fatigue on (B)(6) 2024 with nothing else remarkable. A computed tomography (CT) scan was repeated and it was confirmed that there was no change to the obstruction. The onset of occlusion was noted on the CT as a non-cardiac reason. The patient has not received any changes in their medication since occlusion was confirmed